Manufacturer narrative:
Event date: the event occurred on an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized for one week and was treated with unspecified antibiotic (dose, route and frequency were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.